Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messagesl) has been confirmed. Upon investigation the dn to rear te cable was pulled from the strain relief, damaging connector j703 on the dn pca. The root cause for the strained cable was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages in the absence of a prior gel release.